Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for eval and confirmed the reported problem. A visual examination of the blade noted galling of the inner and outer tube. The cause of this failure is related to excess lateral force applied during use. A review of product history shows no other similar reports for this device. The customer will be provided this info.

Event description:
The customer reported that during a knee arthroscopy, metal shavings occurred from the shaver blade. The surgeon reported irrigating the site to remove the metal shavings, but it is not known if all were retrieved. There is no known injury to the pt.